Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose level was 246 mg/dl. Reportedly, the customer changed the infusion sets and cartridges to resolve the reported issue.